Manufacturer narrative:
A customer reported a misidentification of candida tropicalis in association with the vitek® ms instrument (reference 410895). An investigation was performed. Vitek ms results: single choice to candida albicans with plastlabor chromium agar candida culture media. Single choice to candida tropicalis with blood agar culture media. Other identification method : vitek 2 = candida tropicalis. Culture conditions: culture media: plastlabor chromium agar candida and blood agar. Incubation time: 48 hours. The most probable identification is candida tropicalis. *investigation findings: the system was operational during the test (fine tuning acceptance criteria "confoirmed"). Based on the analysis of the data obtained from calibration spots, the sample preparation was quite homogeneous the tests performed with colonies isolated on blood agar provided the correct identification with vitek ms = c. Tropicalis. The customer followed the procedure described in the vitek ms user manual, and had issues only with plastlabor chromium agar candida. This culture media has not been tested by biomerieux with vitek ms and is not part of the vitek ms culture media compatibility list. Suspected cause of the issue: the culture media used (plastlabor chromium agar candida) is not compatible with vitek ms. Our advice is to use a culture media from the compatibility list for vitek ms use. If it is not possible, the customer should perform compatibility testing before using it in routine.

Event description:
A customer from (b)(\6) notified biomérieux of a misidentification of candida tropicalis in association with the vitek® ms instrument (reference (B)(4)). The customer reported that the candida tropicalis samples from "chromo candida agar medium" were identified as f6 candida albicans by vitek® ms. When vitek® ms was used to test the same strain grown on blood agar, it identified the strain as candida tropicalis. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.